Event description:
It was reported that artifacts were observed on external ECG when telemetry was ongoing between the pacemaker and the programmer. According to preliminary analysis results, such artifacts could be caused by telemetry, but this cannot be confirmed so far. Further investigations are ongoing.

Event description:
It was reported that artifacts were observed on external ECG when telemetry was ongoing between the pacemaker and the programmer. According to preliminary analysis results, such artifacts could be caused by telemetry, but this cannot be confirmed so far. Further investigations are ongoing.

Manufacturer narrative:
In previous follow-up MDR, date received by manufacturer was erroneous or missing: it should have been (B)(6) 2014.

Event description:
It was reported that artifacts were observed on external ECG when telemetry was ongoing between the pacemaker and the programmer. According to preliminary analysis results, such artifacts could be caused by telemetry, but this cannot be confirmed so far. Further investigations are ongoing.

Manufacturer narrative:
(B)(4).